Event description:
Pt found to become hypotensive and bradycardic. PICC line just placed by IV team. Changed IV tubing as directed and switched over to new pump. Dopamine line reading occlusion pt side. Line flushed with great blood return. Pressure continue to run low. Bolus of nss given. Dr. At bedside. Ordered to hang and mix neo. Opened chamber of dopamine. Found tubing to have large bubble inside the chamber. Changed tubing and flushed. Infusion running correctly. No further issues. Bp returning to normal and heart rate climbing. (B)(4).